Event description:
It was reported that the customer experienced ongoing elevated blood glucose (BG) levels reaching 522 mg/dL; cause was unknown. A manual insulin injection was administered to address BG. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.